Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A definite root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry, approximately 1 year and 10 days post transfemoral tavr procedure, with a 29mm sapien 3 valve in the aortic position. The valve was explanted. An edwards surgical valve was implanted. Per medical record review, a tee performed approximately 1 year post tavr procedure,, the valve showed moderate-to-severe paravalvular leak (pvl). The patient presented to the cardiologist with complaint of exertional dyspnea. The patient underwent cardiac catheterization and was found to have multivessel cad and moderate prosthetic valve pvl. As a result, the valve was explant and a surgical valve was implanted.

Manufacturer narrative:
The investigation is ongoing. H3 other text: the device was not returned for evaluation.